Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer alleged the mobile app and insulin pump got disconnected. The customer reported no adverse event. The event involved product mmt-6101. Troubleshooting was partially performed. Unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. Product return is not applicable for non physical device mmt-6101.

Manufacturer narrative:
An attempt to reproduce the reported event using the minimed mobile app (software version 2.9.0) installed on samsung galaxy a71 (android 11) with mmt1886 780g pump (software ver. 6.23w) was conducted and confirmed the issue was not reproduced. The software successfully adhered to the specified requirements and performed in accordance with expectations as referenced in the 'sw requirement document' field. From the analytic logs we see the pairing failure appears to be caused by an issue with retrieving sake keys from a secure repository, as indicated by multiple error messages related to the sake keys retrieval process. Sake keys retrieving failed popup after the errors, confirming the failure in key retrieval as a direct cause of the pairing issue. Secure repository error of type unknownerror, which indicates a problem within the secure repository system such as authentication problems and connectivity issues with the secure repository issue is confirmed. To assist with the resolution of the issue, we provided the helpline team with the following recommendation to ensure that it is addressed effectively: please try this steps on the pump side. Remove the battery from the pump. Reboot the pump by long pressing the back button until the screen turns off (this will take 20 seconds). Turn the pump back on. Try these steps on the mobile device. Advanced steps: clear data of bluetooth app: settings apps manage apps find and tap on bluetooth app clear data. Settings, general management, reset, reset network settings (this will also reset bt settings), reset settings. Uninstall app, restart phone, turn bluetooth off then on, reinstall app. Reset app preferences (phone's settings, then go to apps and tap three dots on upper right). A reset of the app preferences was recommended for the customer's device. The helpline informed us that the customer has been called multiple times with no success and voice mail has been left for the customer to contact back if issue persists. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.